Event description:
The patient reported that he was currently getting over a case of peritonitis. The nurse clarified that this was a recurring peritonitis. Per the nurse, the suspected cause is touch contamination and the patient was retrained on aseptic technique. Due to the patient being transferred to in-center hemodialysis, limited information regarding the reported peritonitis was available. During the week of (B)(6) 2010, the patient presented with cloudy effluent and abdominal pain and was hospitalized for the recurring peritonitis. The patient's catheter was removed and he started in center hemodialysis on (B)(6) 2010. The patient was treated with antibiotic (unknown) and recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. This is number 3 of 4 complaints reported for this peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number (10d15h25), with no defects noted. The assignable cause of the reported problem of peritonitis was use error - poor aeseptic technique. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.